Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead would not extend and one time it took up to 50 turns to extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.